Event description:
It was reported that during ilet setup training, an infusion set fell out of the inserter while the user unwound the tubing, causing the set to come off the center track and preventing proper deployment; the event was categorized as an infusion set deployed incorrectly, associated with the infusion set from lot number 6012881. There were no reported symptoms, adverse clinical effects, alerts, or alarms. Outcomes included shipment of replacement supplies and completion of troubleshooting and education. Investigation included user coaching on correct handling and insertion technique. Investigation of this case revealed user handling during tubing unwinding likely displaced the set from the inserter track, resulting in an insertion failure consistent with previously observed use-related issues. It was concluded, based on established findings for similar reports, that the cause was user technique and use error.